Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced intermittent elevated blood glucose (bg) levels above 500 (mg/dl) for a month. Manual injections were delivered to address bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.